Manufacturer narrative:
This report is submitted on june 13, 2024.

Event description:
Per the clinic, the patient experienced infection at the implant site. Subsequently, the patient was treated with oral, topical and IV antibiotics (date and duration not reported). The patient was also hospitalised (date not reported). The device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.